Event description:
The manufacturer service technician reported that the device had a missing component while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Correction: d9; h3the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not available

Event description:
The manufacturer service technician reported that the device had a missing component while it was being serviced at the user facility. There were no adverse consequences related to this event.